Manufacturer narrative:
Service repair/system analysis was performed on january 17, 2017: found shattered fiber coupler lens. Replaced and aligned output. Verified alignment and power settings in applications mode at 1, 8 and 15 watts. Machine performs to manufacturing specifications. Damaged fiber coupler lens has not been returned for evaluation.

Event description:
It was reported that during a procedure the laser displayed "problem 43: exposure under power". It was also noted that "during an exposure if the laser power drops below 20% of the displayed (user selected) power an audible tone will be sounded and the displayed power will be lowered". The procedure was completed via a "bovie" or "similar tool". There were no complications or injuries to the patient or staff in the room.